Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 39 mg/dl at the time of the incident. The customer stated that she ate candy, peanut butter , jelly then has tried to calibrate but it¿s not taking it. The customer was reported that she hasn't calibrated since 7 am this morning at a 100 mg/dl and since she was running low so has been avoiding calibration so getting all these calibration errors. Customer declined to troubleshoot for her lows or highs and has treated. The insulin pump will not be returned for analysis.